Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine leiomyoma ('fibroids') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, kidney stone, acid reflux (oesophageal), abnormal uterine bleeding, adenomyosis uteri, uterine leiomyoma and tenderness. Concurrent conditions included biopsy endometrium (endometrium (biopsy)), tenderness, vaginal infection, suprapubic pain, vaginal discharge, vaginal irritation, adenomyosis, fibroids and kidney stone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage ("infection (bladder/urinary tract/vaginal) pressure and internal bleeding"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia(heavy menstrual bleeding) / abnormal bleeding (menorrhagia) / blood disorder/condition"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), mood swings ("hormonal changes describe: mood swings") and vision blurred ("vision/eye problems type: blurred vision") and was found to have neoplasm malignant ("tumour/teratoma/cancer- lower abdomen"), weight increased ("weight gain / loss ¿ weight gain") and cardiac murmur ("heart disorder or blood disorder- heart murmur"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (removal of fibroids in (B)(6) 2013 and supercervical hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine leiomyoma, internal haemorrhage, neoplasm malignant, abdominal pain, back pain, dysmenorrhoea, dyspareunia, allergy to metals, heavy menstrual bleeding, vaginal haemorrhage, weight increased, fatigue, cardiac murmur, urinary tract disorder, bladder disorder, mood swings, vision blurred and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, bladder disorder, cardiac murmur, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, internal haemorrhage, mood swings, neoplasm malignant, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in essure removal - hysterectomy date is reported, however, it is also reported that, removal is not scheduled yet. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Imaging procedure - on an unknown date: not provided.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: medical record received. Reporter information and patient medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine leiomyoma ('fibroids') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and kidney stone. Concurrent conditions included biopsy endometrium (endometrium (biopsy)), tenderness, vaginal infection, suprapubic pain, vaginal discharge, vaginal irritation, adenomyosis, fibroids and kidney stone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage ("infection (bladder/urinary tract/vaginal) pressure and internal bleeding"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding) / abnormal bleeding (menorrhagia) / blood disorder/condition"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), mood swings ("hormonal changes describe: mood swings") and vision blurred ("vision/eye problems type: blurred vision") and was found to have neoplasm malignant ("tumour/teratoma/cancer- lower abdomen"), weight increased ("weight gain / loss ¿ weight gain") and cardiac murmur ("heart disorder or blood disorder- heart murmur"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (removal of fibroids in (B)(6) 2013 and supercervical hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine leiomyoma, internal haemorrhage, neoplasm malignant, abdominal pain, back pain, dysmenorrhoea, dyspareunia, allergy to metals, menorrhagia, vaginal haemorrhage, weight increased, fatigue, cardiac murmur, urinary tract disorder, bladder disorder, mood swings, vision blurred and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, bladder disorder, cardiac murmur, dysmenorrhoea, dyspareunia, fatigue, internal haemorrhage, menorrhagia, mood swings, neoplasm malignant, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in essure removal - hysterectomy date is reported, however, it is also reported that, removal is not scheduled yet. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Imaging procedure - on an unknown date: not provided. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine leiomyoma ('fibroids') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and kidney stone. Concurrent conditions included biopsy endometrium (endometrium (biopsy)), tenderness, vaginal infection, suprapubic pain, vaginal discharge, vaginal irritation, adenomyosis, fibroids and kidney stone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage ("infection (bladder/urinary tract/vaginal) pressure and internal bleeding"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding) / abnormal bleeding (menorrhagia) / blood disorder/condition"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), mood swings ("hormonal changes describe: mood swings") and vision blurred ("vision/eye problems type: blurred vision") and was found to have neoplasm malignant ("tumour/teratoma/cancer- lower abdomen"), weight increased ("weight gain / loss ¿ weight gain") and cardiac murmur ("heart disorder or blood disorder- heart murmur"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (removal of fibroids in (B)(6) 2013 and supracervical hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine leiomyoma, internal haemorrhage, neoplasm malignant, abdominal pain, back pain, dysmenorrhoea, dyspareunia, allergy to metals, menorrhagia, vaginal haemorrhage, weight increased, fatigue, cardiac murmur, urinary tract disorder, bladder disorder, mood swings, vision blurred and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, bladder disorder, cardiac murmur, dysmenorrhoea, dyspareunia, fatigue, internal haemorrhage, menorrhagia, mood swings, neoplasm malignant, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in essure removal - hysterectomy date is reported, however, it is also reported that, removal is not scheduled yet. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Imaging procedure - on an unknown date: not provided. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: pfs received : event hormonal changes is updated to mood swings, vision problem is updated to blurred vision, blood or heart disorder is updated to heart murmur, cancer is updated to lower abdomen cancer. Events onset date updated, malignant neoplasm of abdomen and internal hemorrhages updated to non serious event. Medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine leiomyoma ('fibroids'), internal haemorrhage ('infection (bladder/urinary tract/vaginal) pressure and internal bleeding') and neoplasm malignant ('cancer') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and kidney stone. Concurrent conditions included biopsy endometrium (endometrium (biopsy)), tenderness, vaginal infection, suprapubic pain, vaginal discharge, vaginal irritation, adenomyosis and fibroids. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding) / abnormal bleeding (menorrhagia) / blood disorder/condition"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), visual impairment ("vision / eye problems") and eye disorder ("vision / eye problems") and was found to have neoplasm malignant (seriousness criterion medically significant), weight increased ("weight gain / loss ¿ weight gain"), neoplasm ("tumor"), teratoma ("teratoma") and hormone level abnormal ("hormonal changes - describe"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (removal of fibroids in (B)(6) 2013 and supracervical hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine leiomyoma, internal haemorrhage, neoplasm malignant, abdominal pain, back pain, dysmenorrhoea, dyspareunia, allergy to metals, menorrhagia, vaginal haemorrhage, weight increased, fatigue, blood disorder, cardiac disorder, urinary tract disorder, bladder disorder, neoplasm, teratoma, hormone level abnormal, visual impairment, eye disorder and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, bladder disorder, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, eye disorder, fatigue, hormone level abnormal, internal haemorrhage, menorrhagia, neoplasm, neoplasm malignant, pelvic pain, teratoma, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in essure removal - hysterectomy date is reported, however, it is also reported that, removal is not scheduled yet. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Imaging procedure - on an unknown date: not provided. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Case upgraded from other event to incident. Events added from pfs- abnormal bleeding (vaginal), bladder or urinary problems or changes, infection (bladder/urinary tract/vaginal), tumor / teratoma / cancer, hormonal changes ¿ describe, vision / eye problems, lower back pain, stomach pain. Medical history, reporter information, aka name were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.